Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother called regarding returning the ilet, as the user started on (B)(6) 2025. The health care provider (hcp) advised giving it more time, while one source indicated the user must remain on the ilet pump for 30 days. The highest blood glucose (bg) reported was 400 mg/dl. The agent explained the ilet needs to learn the user¿s patterns and noted that the user is not consistently announcing meals. The user has a follow-up training on (B)(6) 2025, after which the family will decide. At the time of the call, the user's bg was 159 mg/dl, with prior highs linked to unannounced meals and one episode after ice cream. No symptoms reported during the event, and no medical intervention required at the time of call.